Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada it was reported by the patient that the redness on his abdomen is gone and he has finished his antibiotics but that he has numerous 'bumps' under his skin, some which are tender, in a horizontal line across the top of his navel. No further information was available.